Event description:
The pt performed a blood glucose test on the suspect device and obtained a result of 160mg/dl. Two hours later pt was driving pt's car and had an accident. Pt was taken to the hosp and a lab blood glucose was drawn and the result was 29mg/dl. Pt was treated for low blood glucose in the hosp.